Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Customer blood glucose (bg) level was in the 200's mg/dl. Customer changed supplies and delivered a bolus to deal with bgs. Customers current supplies were functioning correctly.